Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of telemetry anomaly was not confirmed in the laboratory. The device and rf telemetry was tested on the bench and was found to be normal. The device functionality was evaluated and found to be normal.

Event description:
It was reported during implant the device would not communicate. This device was not implanted.